Manufacturer narrative:
Device evaluation summary: the analysis results showed that the device has a pair of parallel lines of shell wear located in the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing revealed there was a tear in the anterior view measuring approximately 0.3 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, mentor received two 275cc siltex round moderate profile saline breast prostheses that could not be associated with an existing product complaint. No additional information was made available after follow ups were performed. On (B)(6) 2019, in the absence of clarifying information, mentor decided to conservatively report these devices to FDA, as it is possible that they were involved in a patient event requiring explantation/intervention. If additional information is received in the future, this complaint will be updated. This report is for one of the two devices. This report is for the left side device.